Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that the lead wires were exposed. The lead was explanted and replaced. There were no patient consequences.